Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of the flashing image was not able to be confirmed (but occurrence and recurrence could not be denied); the allegation of poor contact was confirmed due to a faulty connector s7u. The evaluation also found a defective connector s7u, an abnormal sound that generated from the fan, the upper left corner of the panel was dented, and the card reader connector was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a flashing image and poor contact issue when using the visera video system center. The issue was found during a general therapeutic maintenance procedure (gynecological electrotomy) and the procedure was completed. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced but a faulty video connector socket was determined to have likely caused the image failure. Inspection confirmed all phenomena. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.